Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed an error related to the temperature sensor (e04). The event occurred during procedure. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11 livanova manufactures the heater cooler 3t system. The event occurred in united states. Livanova field service engineer was dispatched to customer facility, confirmed the event; the warm cardioplegia temperature sensor has been replaced. Functional verification test was performed and the unit returned to service in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.